Manufacturer narrative:
A review of the subject device DHR confirmed that the subject device was manufactured and tested according to relevant procedures, tested before release, and shipped according to manufacturer's specifications. The system was manufactured on 12-feb-2019 and installed at the customers site on 27-aug-2019. A lumenis service engineer visited the site four (4) days after the reported event. Upon troubleshooting, a faulty lvps was found and a new part was ordered. The lvps is expected to be returned to lumenis for evaluation. The engineer returned and replaced the lvps and after reconfirming it's operation, the engineer returned the system to the facility in working order. A review of system risk files ((B)(4)) revealed risk #(B)(4) " low voltage power supply failure" which have the potential to lead to ineffective treatment which may require re-operation -or- prolonged procedure . The risk has been quantified and found to be remote, and the risk has been characterized and documented as acceptable within a full risk assessment. In this case, the patient was awakened from anesthesia, the procedure was cancelled, although there was no report of injury associated with this event, lumenis believes that subjecting a patient to another round of anesthesia carries inherent risks, and in an abundance of caution, lumenis is reporting this event. The lvps is expected to be returned to the manufacturer for analysis. Upon receipt and completion of the failure analysis of the lvps, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
A user facility reported that during a bladder stone procedure in which a lumenis pulse 30h was being utilized, "the fan started going very fast and a strong smell/odor came out of the system. Suddenly the system stopped and displayed error 26".unable to complete the procedure, the patient was awakened from general anesthesia and the case needed to be rescheduled. No report of patient complications, was received, and no report was received alleging the device malfunction caused or contributed to any change in the patient's condition.